Event description:
It was reported that the bd posiflush¿ normal saline syringe was missing the label and scale print. The following was translated from korean to english. Posiflush label and scale print missing.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6. Investigation summary: it was reported the flush was missing the barrel label. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe with a label on it and a prefilled syringe next to it that appears to have no label on it. Both syringes have no packaging flow wrap. No other information could be obtained from the photo. This defect could occur if there is a jam during the syringe barrel labeling process. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.